Manufacturer narrative:
(B)(4) the run data file was reviewed. No unusual process variable was identified and trima accel operated as intended. There is no indication in the run data file of any event that could result in the reported possible hemolysis in the rbc product. The customer has been using the trima since (B)(6) 2011 w/o incident. Investigation eval and corrective actions are in progress. A f/u report will be provided.

Event description:
The customer reported that a hospital rec'd an allegedly rbc product from them. Currently, it is not known when the hospital discovered the possible hemolysis or if any lab work was performed to verify hemolysis. The customer reported that there were not any unusual events during the collection procedure. The product was not transfused to a pt. The donor required no medical intervention. The donor left the donation site feeling fine. The disposable kit is unavailable for eval because the customer discarded it. This report is being filed due to alleged hemolysis that has the potential for injury.